Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was exhibiting a broad qrs complex (patient's morphology), with left bundle branch area pacing (lbap). Technical services (ts) were consulted for programming optimization recommendations to narrow the qrs complex. The ts consultant advised to follow-up with the physician regarding lbap lead placement/position to assess whether the lead is properly capturing. This device remains implanted and in service. No adverse patient effects were reported. A good faith effort has been submitted to the field to obtain additional details, including the model/serial number for the related lbap lead. Please note that the date of implant is estimated. This information has also been requested. At this time, the field has not provided any further information. Should additional information become available, a supplemental report will be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker was exhibiting a broad qrs complex (patient's morphology), with left bundle branch area pacing (lbap). Technical services (ts) were consulted for programming optimization recommendations to narrow the qrs complex. The ts consultant advised to follow-up with the physician regarding lbap lead placement/position to assess whether the lead is capturing. This device remains implanted and in service. No adverse patient effects were reported. A good faith effort has been submitted to the field to obtain additional details, including the model/serial number for the related lbap lead. Please note that the date of implant is estimated. This information has also been requested. At this time, no further correspondence with the field representative has been received.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.